Event description:
The customer reported that the system would not turn on (no boot). There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The smart switch circuit board was replaced. The system was then found to be operating as intended.